Event description:
The customer reported multiple, reproducible, (B)(6) vitros anti-hbc quality control results for the (B)(6) biorad control material from two different vitros anti-hbc lots while using the vitros 5600 integrated system. The following results were obtained: vitros ahbc lot 6885: qc fluid lot f116520: (B)(6). Vitros ahbc lot 6920: qc fluid lot f116520: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were questioned by the physicians. There was no report of harm to patients as a result of this event. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, reproducible, (B)(6) vitros anti-hbc quality control results for the (B)(6) biorad control material from two different vitros anti-hbc lots were obtained while using the vitros 5600 integrated system. The investigation could not determine a definitive root cause. However, the use of non-optimal calibrations, a reagent issue, an instrument issue or a sample material related issue cannot be ruled out as contributing factors at the time of this report. Investigation related to the event is ongoing.